Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of packaging sealed compromised.

Event description:
It was reported that a contour ureteral stent was to be used in a stone case procedure. During unpacking, the stent was found outside the inner plastic holder, compromising the sterility of the device. The procedure was completed with another of the same device and there were no patient complications reported.